Event description:
It was reported that pump displayed cgm error 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, and error did not appear again after reset.